Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 7077545.

Event description:
It was reported that the patient was experiencing extreme pain at the pocket site and on the back. The patient underwent an explant procedure wherein the entire spinal cord stimulator system was removed. The patient was doing well post operatively and the explanted devices were not released by the facility.